Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized due to suspected gastrointestinal (gi) bleeding. A culture test was done on an unspecified date, results showed positive for occult stool and lower hematocrit. The patient received 4 units of packed red blood cells (prbc). At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. On (B)(6) 2018, an esophagogastroduodenoscopy was preformed and results showed angioectasia was treated at time of procedure. Reportedly the angioectasia was resolved on (B)(6) 2018. No additional information was provided.